Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficult removal from the leaflet and torn chord. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient anatomy included posterior prolapse and atrial dilatation. The ntw clip delivery system (cds) was advanced and grasping attempts were made. The leaflets appeared to be getting caught between the grippers and the shaft. Both leaflets would catch, particularly the anterior leaflet. Standard troubleshooting maneuvers were performed and the leaflets were freed. However, a torn chord was noted. The same clip was then implanted without issue. A second clip was then implanted. The mr was reduced to grade 2+. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of unspecified tissue injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported difficult removing from the anatomy (leaflets appeared to be getting caught between the grippers and the shaft). The reported poor image resolution was due to shadowing from the clip delivery system. The tissue injury (torn chord) appears to be related to the procedural condition of difficult removing. There is no indication of a product issue with respect to manufacture, design, or labeling.